Event description:
The initial reporter received a questionable hdl- cholesterol gen.4 (hdlc4) assay result from one patient sample tested on the cobas c 503 analytical unit. The initial result was 0.0987 mmol/l. The repeat result was 1.36 mmol/l.

Manufacturer narrative:
The hdl- cholesterol gen.4 (hdlc4) reagent lot number is 865466. The investigation is ongoing.